Event description:
The patient was revised because of infection with poly wear of the insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event; however, polyethylene wear after approx fourteen years implantation should not be unexpected. In addition, infection after 14-years implantation is unlikely to be product related. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.